Manufacturer narrative:
Additional information was added to h3, h4 and h6. H4: the lot was manufactured between november 21, 2019 to november 26, 2019. H10: the actual device was not available; however, a video of 2 distinct bags (samples 1 and 2) and a set of 4 photos (samples 3, 4, 5 and 6) were provided for evaluation. Visual inspection was performed to the video and photographs using the naked eye and droplets were observed at the lower left near the edge of sample 6. The reported condition was verified. By the nature of the sample, no additional tests were performed. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that at least one (1) 3000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking at the seam of the bag. This was identified prior to patient use. There was no patient involvement. No additional information is available.